Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, for the first firing, the reload was loaded and approached to the tissue, even though the green button was pressed, the device was unable to be fired. A new device was used to complete the case. The event occurred during the procedure but the product was not used for patient. No injury.